Event description:
The prosthetic foot broke as the patient was walking which resulted in serious injuries.

Manufacturer narrative:
Product failed when adapter broke in two down the edge of the pyramid stud. Product had been in use for 4 years. User did fall and sustain serious injuries. No surgical intervention was required for the l1 compression fracture. The patient has multiple co-morbidities that increase the risk for amputation and falls. According to a medical doctor an injury to the foot which does not heal up due to comorbid conditions may thus have lead to subsequent amputation procedures. Root cause of adapter fracture likely due to high amount of corrosion and material degradation which likely progressed over time resulting in fatigue failure. Environmental conditions likely contributed to corrosion progression. The likelihood of this type of failure leading to a hazardous event resulting in a serious injury is considered remote. Further actions are not considered warranted.

Event description:
The prosthetic foot broke as the patient was walking which resulted in injuries.